Event description:
One month after the surgery: on the x-rays it is visible that the pangea construction on the left side is loosening, the rod slipped out of the pedicle screw. This report is #8 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis.